Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to characters limitations, e1 (event site name) is (B)(6).

Event description:
It was reported by the getinge field service engineer (fse) that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) when the screen is turned on, the plastic screen rubbing together makes a loud noise and it is time to change the safety disk and tidal volume disk. There was no patient involved.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) plastic around the screen rubs and made noises. There was no patient involvement reported and no injury or harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they replaced the volume disk (d202-00-0142) and safety disk (d202-00-0140) as a part of preventive maintenance. The bezel (0380-00-0559), display hinge covers (0380-00-0561), and seal (0354-00-0197-04) were replaced to fix the issue. Device passed the performance and safety checks according to factory specifications.